Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues changing the infusion sets and reservoirs. Customer's blood glucose level was in the high 300's at the time of incident. Customer indicated that there were air bubbles in the tubing and troubleshooting assisted customer to remove the bubbles. Customer indicated that the site is changed every 2 to 3 days and have had bent cannulas in the past. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.